Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure after the left ventricular (lv) lead was implanted, the threshold was high and the lead failed to pace. The lv lead was not used and replaced with a different lead to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.